Event description:
It was reported that a (B)(6) transmission showed non-sustained lead noise episodes. Review of the data showed no lead noise but revealed intermittent loss of capture. Subsequently high dft threshold was reported. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.